Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was incoherent and the cgm reading was 65 mg/dl. 911 was called and when the paramedics arrived, they took a fingerstick was taken the cgm was reading 77 mg/dl and the blood glucose reading was 35 mg/dl. The patient received intravenous treatment and a glucagon injection. The patient stabilized and the paramedics left after 45 minutes. At that time the cgm reading was 85 mg/dl and the blood glucose reading was 109 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid when paramedics arrived. The reported glucose values fall within the b zone of the parkes error grid when the paramedics left. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.